Event description:
Patient was referred for repositioning surgery due to neck discomfort that was further described to be a lead pulling sensation. It was noted that the patient was referred for repositioning of the pulse generator as the surgeon felt that the extension of the wire of the vns generator may be the source of the discomfort on the left side of the patient¿s neck. Further information was received that the patient¿s repositioning surgery went well. Per the physician, the patient felt that the generator had moved. No other relevant information has been received to date.

Event description:
Further information was received that the physician did confirm migration of the device. The physician indicated that the cause of the migration was unknown and that the repositioning surgery was for patient comfort. It was noted that the placement/presence of the device was the cause of the lead pulling sensation. It was noted that a non-absorbable suture was used during generator implant. There was no patient manipulation or trauma of the device.